Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was a crease in the response button cable. Additionally, the monitor was unable to download or perform incoming functionality testing. The cause for the failure was excessive physical damage to the monitor pcas. The root cause for the creased response button cable could not be positively identified. The root cause for the damage to the pcas was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor response buttons were not functional.